Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has good prognosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoidectomy, the colon was resected with the reload and anastomosed with a circular stapler. After the procedure, fiberscopy indicated there was oozing bleeding at the colon side staple line. The mucosa was confirmed to be torn. The damaged tissue was resected with a reload and anastomosed again with the circular stapler, however the same oozing bleeding was observed. To correct the bleeding, the surgeon applied a clip to the torn mucosa. The surgeon states that the oral side intestine was so narrow that a bougie was needed. The patient is hepatitis c positive. The product issue(s) extended surgical time by more than 30 minutes and caused oozing bleeding. The patient is under observation.